Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found that the biopsy channel and light guide tube near the cylinder, had a restriction that prevented an image during evaluation; however; the customer returned the device without reprocessing due to a leakage in the device which caused the restriction (foreign material) in the air/water channel. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope biopsy channel and light guide tube near the cylinder, had a restriction that prevented an image. There were no reports of patient involvement.